Event description:
Report states a leakage noted from tubing. Per reporter device contained chemotherapeutic agents. Reportedly condition discovered during pt use. No other info provided regarding this file.